Event description:
It was reported that the patient's implantable neurostimulator (ins) "stopped working in 2009 due to battery depletion". The patient reported that the ins "was helping with pain, except [during] periods where nothing helped". The patient stated that they were told that "the ins should have lasted longer" and that "there may have been a short in it that caused it to stop working". It was unclear at the time of report who told the patient this. It was noted that the patient's health care provider (hcp) told the patient that his "lead was put in at a diagonal". It was further noted that "doctors told them there was no way they could have caused the lead to be at a diagonal". The patient reported his ins was explanted in (B)(6) 2012. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID 3888-28, lot# l59742, implanted: (B)(6) 1999, product type: lead. Product ID 7495-51, serial# (B)(4)m implanted: (B)(6) 1999, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).